Event description:
Per the audiologist, in 2007, the patient hit his head. On fifteen days earlier, the patient's mother reported that his auditory response with his cochlear implant system had changed. Exchanging the external equipment did not solve the problem. Implant testing at the clinic on the next day showed the cochlear implant was not functioning. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.